Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens seemed to fold properly and was seated properly in the cartridge but haptic had slipped under plunger and broke off when advancing the lens. The procedure was completed on the same day. There was no patient contact. Additional information was received stating plunger in injector slipped over the haptic. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating lens was unable to be inserted, but there are no issues with this specific lens, when preloading the cartridge the plunger slipped over the haptic ripping the haptic.

Manufacturer narrative:
Additional information was provided in b5, h3, h6 and h11. A facility representative reported stating "lens seemed to fold properly and was seated properly in the cartridge but haptic must have slipped under plunger and broke off when advancing. Customer technical inquiries: none received: no technical inquiries were received from the customer. A company injector sample was not received at the manufacturing site for evaluation for the report that the haptic slipped under the plunger and broke off; therefore, the condition of the product could not be verified. Unknown lot number: the reported product¿s lot number was not reported, preventing lot/batch/serial number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Inconclusive: the exact root cause for this complaint issue cannot be determined as no injector sample was returned; therefore, specific action with regard to this complaint cannot be taken. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).